Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: unable to make contact with the customer at call backs on (B)(6) 2017 and (B)(6) 2017. At call back on (B)(6) 2017, the customer stated she had called 911 was hospitalized on (B)(6) 2017. The customer stated the diagnosis was low blood sugar and that she was having issues with her heart rate. The customer stated she was given a lot of sugar products (names unknown). The customer stated her blood result while at the hospital was 21 mg/dl. The customer was still in the hospital and stated she was still currently having diabetic symptoms. Unable to contact the customer at call backs on (B)(6) 2017. Product notification letter sent to customer to contact customer care.

Event description:
Customer called because she could not get a reading on her meter. During the call on (B)(6) 2017, the customer had difficulty speaking. Customer was unable to provide her address. No information was able to be obtained as customer hung up the phone to call 911.